Event description:
In a literature review, the following information was obtained: s, urashita., et al. (June, 2016). "Results of endovascular treatment of isolated iliac artery aneurysms using gore excluder leg devices." Journal of the japanese society for vascular surgery (0918-6778). Vol.25. 298. A total of 11 patients underwent endovascular repair of an isolated iliac artery aneurysm using gore® excluder® aaa endoprostheses during the time period from october, 2012 to october, 2014. All of the patients were male with average age of 73.6 years old (ranging from 52 to 85 years old). Indications for use of the gore® excluder® aaa endoprostheses are 6 cases of common iliac artery aneurysm and 5 cases of internal iliac artery aneurysm. The gore® excluder® aaa endoprostheses were implanted from the common iliac to the external iliac arteries, and the internal iliac artery was coil-embolized. On an unknown date, one of those patients underwent endovascular repair of an isolated common iliac artery aneurysm. One month post initial implant procedure, the implanted endoprosthesis was thrombosed. Thrombectomy was performed to repair the thrombosis of endoprosthesis.

Manufacturer narrative:
Exact date of each reported adverse event is unknown with currently available information, (B)(6) 2012, the beginning of the endovascular treatment, is determined to be the date of event. The item/lot numbers of the devices are unknown so that a review of the manufacturing records could not be performed and the UDI numbers are not available. Possible causes of device thrombosis were not provided.

Event description:
In a literature review, the following information was obtained: s, urashita., et al. (June, 2016). "Results of endovascular treatment of isolated iliac artery aneurysms using gore excluder leg devices." Journal of the japanese society for vascular surgery (0918-6778). Vol.25. 298. A total of 11 patients underwent endovascular repair of an isolated iliac artery aneurysm using gore® excluder® aaa endoprostheses during the time period from october, 2012 to october, 2014. On an unknown date, one of those patients underwent endovascular repair of an isolated common iliac artery aneurysm. One month post initial implant procedure, the implanted endoprosthesis was thrombosed. Thrombectomy was performed to repair the thrombosis of endoprosthesis.